Manufacturer narrative:
The emitter instrument interface with lot number 603000406 was returned to medtronic for analysis. Analysis revealed an electrical failure. As reported, the instruments did not track. All port lights remained amber and the cable jacket was pulled back, exposing shield wire. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to inspect the navigation system. The emitter instrument interface was replaced and the issue resolved. The part has been returned and analysis is in progress. Results are pending completion of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735825, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, outside of procedure. It was reported that the interface box was broken. According to the biomed, all the lights were on when it was plugged in, and it was not able to track instruments. The site verified that it was the interface box by testing another interface box with this system. No patient was present.